Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient had three unspecified xience stents implanted in the mid right coronary artery (rca) on (B)(6) 2012. The next day, severe spasms were noted in the rca and circumflex. The patient was brought back to the cath lab from the unit and re-intervention was attempted. An unspecified guide wire was difficult to cross due to the spasm. All three stents were noted to be patent. The physician suspected that the patient had an allergic reaction to the stents, causing the spasm. No additional information was provided.